Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Unable to perform a DHR review due to an unknown lot number. H3 other text : see h.10

Event description:
It was reported that unspecified bd¿ syringe was defective. The following information was provided by the initial reporter: material no. Unknown batch no. Unknown it was reported that syringes are defective. Verbatim from medwatch report: I am a diabetic and need to take an insulin shot 4 times a day. This year every box of 100 syringes there is at least 30 to 40 that are defected. When I complained to becton dickinson of the problem they were able to replace the ones that were defected. Then when I continued to complain they told me that they were going to investigate and I have been waiting for the past 3 weeks. I told my pharmacist of the problem and they confirmed my suspicion that thus is a defective product and they are not honoring my purchases and providing replacements. This is affecting my health and I should not have to take this.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. The initial reporter also notified the FDA on 9 september, 2019. Medwatch report # mw5089249. Report source other: medwatch report. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that unspecified bd¿ syringe was defective. The following information was provided by the initial reporter: material no. Unknown. Batch no. Unknown. It was reported that syringes are defective. Verbatim from medwatch report: I am a diabetic and need to take an insulin shot 4 times a day. This year every box of 100 syringes there is at least 30 to 40 that are defected. When I complained to becton dickinson of the problem they were able to replace the ones that were defected. Then when I continued to complain they told me that they were going to investigate and I have been waiting for the past 3 weeks. I told my pharmacist of the problem and they confirmed my suspicion that thus is a defective product and they are not honoring my purchases and providing replacements. This is affecting my health and I should not have to take this.